Manufacturer narrative:
Submitted: 08-jan-2019. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 03-jan-2019 with the following findings: device evaluation: on investigation, all the keypad buttons were unresponsive; there was contamination under the contacts of all the keypad buttons. The button contacts were inverted on the up arrow and ok buttons. The audio bolus button was not able to be tested due to the unresponsive nature of the keypad buttons. The battery compartment was noted to be cracked. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed keypad button and case/condition issues. This report is made based on results of investigation completed on 03-jan-2019.